Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. Customer current blood glucose level was 114 mg/dl. The customer was treated with juice. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer declined to troubleshoot for the low blood glucose incident. The insulin will not be returned for analysis.